Event description:
Per the clinic, the patient was explanted due to medical indication.patient was explanted in 2008, and the patient was reimplanted with a new device during the same surgery. More information has been requested, but was not available at the time of this report august 28, 2009.